Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment. The patient was not connected during the incident. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked a few drops from the right pump. There were no alarms or warnings prior to the leak. The film on the back of the cassette was not loose. The contact was provided information concerning the fluid leak. The contact was advised to disregard using the cycler and to contact the on-call peritoneal dialysis registered nurse (pdrn) for advice on alternate treatment. The contact was advised to use the cycler for the next day's treatment and call if they encountered any issues. Upon follow-up, the patient contact stated a fluid leak was discovered during tx complete - step 9 remove cassette of treatment when opening the cassette door after treatment was completed. The patient reported the cycler did not alarm at any point during treatment. The cassette door was opened and fluid was discovered in the cassette area and on the back of the cassette. The film on the back of the cassette was not loose. The patient contact stated it was unknown where the fluid may have leaked from. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) if needed and stated the patient had completed treatment using the cycler on the night of the reported event. No patient adverse effects were experienced, and no medical intervention was required. The patient has since resumed treatment using the cycler without further issue. The patient contact stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment. The patient was not connected during the incident. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked a few drops from the right pump. There were no alarms or warnings prior to the leak. The film on the back of the cassette was not loose. The contact was provided information concerning the fluid leak. The contact was advised to disregard using the cycler and to contact the on-call peritoneal dialysis registered nurse (pdrn) for advice on alternate treatment. The contact was advised to use the cycler for the next day's treatment and call if they encountered any issues. Upon follow-up, the patient contact stated a fluid leak was discovered during tx complete - step 9 remove cassette of treatment when opening the cassette door after treatment was completed. The patient reported the cycler did not alarm at any point during treatment. The cassette door was opened and fluid was discovered in the cassette area and on the back of the cassette. The film on the back of the cassette was not loose. The patient contact stated it was unknown where the fluid may have leaked from. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) if needed and stated the patient had completed treatment using the cycler on the night of the reported event. No patient adverse effects were experienced, and no medical intervention was required. The patient has since resumed treatment using the cycler without further issue. The patient contact stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.